Event description:
Caller reported aviva blood glucose result of 10 mmol/l, 5 mmol/l 1 minute later on a friend's unspecified accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).